Event description:
It was reported that the insulin pump alarmed during manual prime.

Manufacturer narrative:
The insulin pump alarm motor error during the basic occlusion test, due to loose drive support disk. Unable to perform the prime due to motor error alarms. The motor was tested outside of the device and it passed.